Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that there were defective keypads that resulted in the devices not turning on. Two of the faulty keypads were lvp (8100) - s/n (B)(4), and one of the faulty keypads was a pcu (8015) - s/n (B)(4). There was no patient harm. The issues were noted prior to patient use.

Manufacturer narrative:
The reported issue of unresponsive pcu and lvp keypads are confirmed based on the field actions. The root cause has been determined to be an electrical failure design. The device history record (DHR) reviews are not required for field action complaints because the root cause of the issues are known, the investigation is documented within a capas, and field actions has been initiated. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported that there were defective keypads that resulted in the devices not turning on. Two of the faulty keypads were lvp (8100) s/n (B)(6) and one of the faulty keypads was a pcu (8015) s/n (B)(6). There was no patient harm. The issues were noted prior to patient use.